Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous device history record (DHR) review (B)(4) was performed. The DHR review revealed of the (B)(4) unit batch, four unrelated non-conformances of this lot were identified. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat severe osteoarthritis. Intraoperatively, the surgeon notes there was obliteration of the medial joint. The patella was resurfaced and depuy cement x 1 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain and discomfort secondary to tibial tray loosening and migration. Upon entering the joint, the tibial tray was loosened and debonded at the cement to implant interface and easily removed. The femoral component was well-fixed and retained. The patella was well fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received depuy revision components utilizing depuy cement. The procedure was completed without complications. Intraoperative pathology indicated 1 pair of gram positive cocci but 3 day growth was negative for infection. Doi: (B)(6) 2014, dor: (B)(6) 2019 right knee.